Manufacturer narrative:
Device evaluation the 01 x zebd-7-7 zimmon biliary stent set of unknown lot number were involved in this complaint. With the information provided, a document-based investigation was conducted. This file is open to capture the 01 case of off-label usage of 01 zebd-7-7 stent used. Double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. This file was created in response to¿ MDR-2063¿. Pr¿s also open in relation to this study are as follows: pr (B)(4) - MDR-2063, sepsis. Pr (B)(4) - MDR-2063, other device issue(cystotome needle knife),unintended surgical occurrence after endoscopy. Pr (B)(4) - MDR-2063, bleeding(haemorrhage) puncture site (gastric/duodenal). Pr (B)(4) - MDR-2063, bleeding(haemorrhage) puncture site (gastric/duodenal). Pr (B)(4) -MDR-2063, sepsis. Pr (B)(4) -MDR-2063, off-label use of zebd. Pr (B)(4) -MDR-2063, off-label use of zebd. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all zimmon biliary stent set devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use /or label review: as per the IFU (0045) intended use statement ¿this device is used to drain obstructed biliary ducts¿. Bleeding and sepsis are both known adverse events as per the IFU ¿those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic action to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest¿. As per clinical input, the sepsis and bleeding that the patients experienced were deemed unrelated to the cook biliary plastic stent." There is evidence to suggest the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off -label use was identified. The 02 x zebd -7-7 double pigtail stents were placed across the fistula for a cyst drainage is off-label use. Zebd stents are intended to drain obstructed biliary ducts. As per the IFU "this device is used to drain obstructed biliary ducts". Bleeding /hemorrhage and sepsis are a known potential adverse events associated with ercp. As per the IFU. Confirmation of complaint: the complaint is confirmed based on customer/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: failure identified: as per customer/ or rep testimony double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. Investigation findings conclude a definitive root cause of off -label use was identified. The 02 x zebd -7-7 double pigtail stents were placed across the fistula for a cyst drainage is off-label use. Zebd stents are intended to drain obstructed biliary ducts. Confirmed quantity of 1 devices used. As per the IFU "this device is used to drain obstructed biliary ducts". Bleeding and sepsis are known potential adverse events associated with ercp as per the IFU. The complaint is confirmed based on customer/or rep testimony. According to the pmcf study the event is resolved, the patient experienced the current hospital stay extended or new hospitalization was required. The site indicated that the event was treated with ¿metallic hemostatic axios stent¿. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-feb-2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The event took place on the procedure day. The site described that the patient experienced a bleeding (haemorrhage) at the puncture site. The site indicated that the cystotome directly caused hemorrhage at the puncture site. The site also indicated that another condition caused or contributed to this event and specified ¿many vessels in the gastric wall seen on doppler examination¿. The site indicated that the event did not occur due to a device deficiency. Additional information received on (B)(6) 2023: for pr# (B)(4) (MDR-2063, pt. 1910097, uns1) the site was asked if the event was caused by the device, and answered: ¿the bleeding is due to the anatomy of the gastric wall. Any needle or knife would have caused the same bleeding¿. The event took place post-procedural (up to 48 hours or until discharge if before 48 hours). The patient experienced a sepsis. The site described that the ¿event was due to cyst puncture. Cyst was probably infected even if bacteria not found. Antibiotics probably destroyed bacteria¿. The site indicated that the event did not occur due to a device deficiency. The site is asked to clarify if the device was related to the sepsis or if it was the procedure. At time of report, the site did not give an answer to this. Additional information received on (B)(6) 2023: for pr# (B)(4) (MDR-2063, pt. 1910097, uns2) the site has added: ¿event due to cyst puncture procedure and not to cystotome defect.¿ this file will capture the off-label usage of 1 zebd-7-7 stent used. Double pigtail stent across the fistula for a cyst drainage is off-label use. Zebd is intended to drain obstructed biliary ducts. The event is resolved, the patient experienced the current hospital stay extended or new hospitalization was required. The site indicated that the event was treated with ¿metallic hemostatic axios stent¿.